Event description:
It was reported that following a sling procedure, the pt went into retention and upon examination, doctor found pus and a slight infection. The doctor went in to re-adjusted the tension and when he pulled down on the implant, it tore. The doctor removed the implant and found that the tissue had broken down and had a mushy texture. No further complications have been reported.